Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
There was still freedom/movement although the closer should have all the parts "to be tied" without any freedom. The system did not lock. The device was not in contact with the patient, there was no patient injury, and the event did not lead to an increase in surgery time. Additional information has been requested.